Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant was loose after tightening, it did not hold in the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-2324bcc-1 was received for investigation. Just one device was received in the lab for investigation. Functional test of the driver and the molded swivelock found that the devices thread smoothly. Upon visual evaluation, it was noted a minor deformation in the eyelet caused a loss of geometry. The shaft' tip of the outer driver shows gouges. The bio screw geometry was damaged. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.